Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).

Event description:
(B)(4). The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power the second half of the vessel harvest. It would beep the correct way then beep in an incorrect way and not generate energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The harvesting tool had intermittent power during the second half of the vessel harvest. It would 'beep, beep' appropriately, then have a sickly sounding 'beep' and not generate energy.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device was returned to the factory for evaluation. Signs of clinical use and blood were observed. Small amounts of tissue and charred blood were observed on the heating element. A visual inspection determined that the heater wire was flexed away from the jaw without any detachment at the tip and stayed attached at the base of jaw. The device was evaluated for electrical function. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after 18 seconds of sustained activation.a temperature and resistance evaluation was conducted to evaluate the device function. The resistance value was measured at 0.68 ohms which is within hemopro 2 final test specification. The device passed the temperature measurement test. The displayed temperature increased and turned ¿green¿ within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation, the reported complaint was not confirmed for the reported failure mode "intermittent continuity " but was confirmed for the analyzed failure mode "heater wire- bent/ detached". Specific actions for the failure mode are being documented and managed under maquet's corrective and preventive action (CAPA) system.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 had intermittent power the second half of the vessel harvest. It would beep the correct way then beep in an incorrect way and not generate energy. A replacement device was used to complete the procedure. The hospital did not report any patient effects. The product is not returning. The harvesting tool had intermittent power during the second half of the vessel harvest. It would 'beep, beep' appropriately, then have a sickly sounding 'beep' and not generate energy.